Manufacturer narrative:
Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported that their customer's AED's battery was depleted; however, when tested with a spare battery pack, it did power on. The customer did not report this occurring during patient use.